Event description:
A ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported.  During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In this report, corrected describe event or problem is updated: a ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In the previous report, section in box d: device serviced by 3rd/device avail, section in box h: evaluation method code and section in box b: describe event or problem has been updated/corrected in this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was evaluated by a third-party field service engineer for service. There was no harm or injury reported. During the evaluation of the device by the third-party field service engineer, the device failed a test step during testing. The device's machine flow sensor needs to be replaced to address the issue. There was evidence of contamination. In the previous report, section in box e: initial reporter was incorrect. The section in box e: initial reporter has been corrected in this report.